Event description:
The customer reported to olympus, evis exera iii xenon light source exhibited b30 scope communication errors. The event occurred during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow flied are update: b5 and e3 also, this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The follow flied are update: the subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been less than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Probable cause and cause of defect could not also be identified since no further information could be obtained. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the procedure was completed using similar device.